Manufacturer narrative:
This report is for an unknown elastic nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: dai, c.-q., yang, j., guo, x.-s., sun, l.-j. (2015), risk factors for limb overgrowth after the application of titanium elastic nailing in the treatment of pediatric femoral fracture, journal of orthopaedic science, vol. 20 (5), pages 844¿848 (china). The aim of this retrospective study was to discuss the risk factors for postoperative limb overgrowth after the application of ten in the treatment of pediatric femoral fractures as well as analyze the causes and provide guidance for clinical treatment. Between february 2005 to december 2009, a total 48 patients (32 male and 16 female) with an age range of 4 to 12 years were included in the study. Surgery was performed using two titanium elastic nailing (ten). In order to evaluate the risk factors for limb overgrowth, the patients were divided into those with limb overgrowth <1 cm (group a) or =1 cm (group b) depending on the limb length measurement results of the final scanograms. There were 38 cases in group a (26 male and 12 females) with an average age of 7.4 ± 2.5 years. Group b had 10 cases (6 male and 4 female) with an average age of 7.1 ± 2.7 years. The mean follow-up period was unknown. The following complications were reported as follows: 10 patients (6 male and 4 female) had limb overgrowth of =1 cm, representing a risk of 20.8 %. The fracture type (p = 0.003) and ncd ratio (p = 0.000) were associated with an increased risk of limb overgrowth on bivariate analysis and were considered in the multivariate model. This report is for an unknown synthes elastic nails. It captures the reported male patients who had limb overgrowth of = 1 cm. This is report 1 of 2 for (B)(4).